Event description:
Pt had problem with left knee and saw dr in 2002. Dr recommended 3 injections of synvisc which pt received. After third injection, pt experienced pain in right hip, thigh, knee and inflammation in both knees. Pain severe at times and pain medication not helping. Pain and swelling so severe at times to interfere with sleep and ambulation. Dr recommends left knee replacement. MFR notified but not helpful.